Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. After a visual inspection, no damage was found on conductor wires. The part was returned with a reported complaint that does not affect functionality. No product issue was identified. The instrument was placed and driven on an in-house system showing one use remaining. The instrument passed energy delivery, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. Grips open and close properly. There was no problem detected. Additionally, the instrument was found to have severely bent grip tips, causing side-to-side or vertical misalignment of the grips as reported by the customer. Components adjacent to this severely bent grip do not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a damaged conductor wire. There was no report of patient involvement.